Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient left stimulation off because it was not really helping her. It was reported that the patient had tingling when she had it on. It was reported that the patient only used the device for one month after implant. No further complications were reported/anticipated.